Manufacturer narrative:
Product event summary: analysis found the programmer shut down immediately when the rf (radio frequency) head was used; the wires of the rf head were damaged and caused a short circuit if the rf head was used. A deep cut was found in the cable of the rf head and the overall shielding was visible. It was noted the plastic anti-slip layer was ripped off the label of the rf head.

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.